Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, preceding/simultaneous bone augmentation, mobility. Implant was attempted healed grafted socket bone. A wider implant has been placed successfully.